Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. A longitudinally aligned wave-shaped split was observed between the 40cm and 41cm depth marking. Microscopic inspection of the split revealed a granular fracture surface. The split edges curved inward. Following longitudinal bisection of the catheter in the vicinity of the split, inspection of the inside surface revealed splits, impressions, and abrasions in the shape of the braided stylet. The damage on the inside surface was more extensive than that observed on the outside. The split features, impressions and abrasions were consistent with damage caused by contact between catheter wall and the stylet. Such damage can occur if the stylet is not wetted prior to manipulation and if the catheter is pinched/constrained against the inlaid stylet. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when preparing the catheter during catheter placement, the catheter was pre-flushed with normal saline smoothly. But aspiration of saline failed. The sales representative took back the sample and pre-flushed the catheter (with a stylet inside) with saline and found leakage of water droplets at the scale of 40 cm. After the three-way valve was occluded, the leakage changed from seepage to spout, demonstrating that there were minimal breaches with the catheter.

Event description:
It was reported that when preparing the catheter during catheter placement, the catheter was pre-flushed with normal saline smoothly. But aspiration of saline failed. The sales representative took back the sample and pre-flushed the catheter (with a stylet inside) with saline and found leakage of water droplets at the scale of 40 cm. After the three-way valve was occluded, the leakage changed from seepage to spout, demonstrating that there were minimal breaches with the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1170 showed no other similar product complaint(s) from this lot number. Device not returned.